Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the middle port. This was identified in the pharmacy while compounding tpn. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between 05/25/2018 & 05/26/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.